Event description:
A (B)(6) male underwent right acl procedure on (B)(6) 2006. On (B)(6) 2007, the patient presented with a cyst on the anterior aspect of the tibia. The patient was returned to surgery for irrigation and debridement on (B)(6) 2007. In his operative report the surgeon indicated "the cyst was immediately apparent coming out of the anterior cortex."